Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device was conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from this batch. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the patient reported eye red and pain, blurred vision."

Event description:
Lenstec received an email stating "the patient reported eye red and pain, blurred vision."

Manufacturer narrative:
Lenstec is awaiting additional information, once received a supplemental report will be submitted. The lens remains implanted.